Manufacturer narrative:
(B)(4)

Event description:
It was reported that during rf ablation, noise and pacing were observed. The noise reversion was programmed off, but pacing was still observed. The patient went into vt and was sucessfully cardioverted using external defibrillation. The brady pacing was programmed off in order to prevent pacing and noise during the ablation. The patient was stable.